Event description:
Reporter noted posterior capsule tear occurred; anterior vitrectomy required. Vitrectomy probe was not functioning properly; changed probes twice to complete procedure. Wanted system checked.